Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic roux-en-y. While passing the needle from one jaw to the other, the needle disengaged into the patient cavity. The surgeon retrieved it using a hand instrument. Another reload was loaded onto the suturing device to complete the case. No patient injury or extension in surgical time. Patient status is alive, no injury.